Event description:
It was reported that during a spine fusion case a bur broke in the attachment. There was no patient impact, adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that during a spine fusion case a bur broke in the attachment. There was no patient impact, adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
Part number updated from unknown to 8420107025. The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.